Event description:
Revision surgery due to recurrent dislocation of the left hip. Exchange of the polarcup shell (was cemented in the reflection cup), polarcup insert and the metal ball head (from zimmer). Surgeon doesn't fault implants. First revision surgery with exchange of the reflection xlpe insert due to dislocation was filed under (B)(4). Revision surgery of the synergy stem due to periprosthetic fracture is filed under (B)(4).